Event description:
Physician did two oct pullbacks on the lad vessel of the patient. Right after the second run, patient suffered ventricular fibrillation. CPR was administered and patient was resuscitated, with no further event. The physician alleged that the flushing of contrast medium during the pullback caused the event, as the vessel was deprived of blood for a brief period of time and thus became ischaemic.

Manufacturer narrative:
No product was returned. The device history record was reviewed and the device was manufactured in accordance to sjm specifications. Based on the information received, the cause of the reported event could not be conclusively determined; however, the physician stated that the contrast flushing caused the fibrillation.